Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient never had effective therapy since implant. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken where in the ipg was explanted.